Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken powerglide pro guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs which depicted an 18ga powerglide pro midline catheter assembly. Visible in the photographs was a portion of the catheter, which appeared to be separated from the housing and regions of guidewire. Blood residue was evident throughout the visible portions of the device. The core wire and coil wire both exhibited complete breaks. The coil wire was elongated and protruded from the detached catheter. The proximal segment of the core wire protruded from the safety cannister which appeared to be engaged over the needle tip. While extensive wire damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the root cause(s) of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include wire retraction against the needle bevel and attempted insertion into tissue. A lot history review (lhr) of redn3918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire and catheter threaded easily. It was stated that when the clinician went to pull back on the housing after insertion the guide wire had unraveled and was still in the catheter which was in the patient, but also still attached to the housing. The clinician pull the catheter out completely.